Event description:
The following was reported by a davol sales representative: during a lap ventral hernia repair, it was noted that as the mesh was being deployed, it was clear that one of the connectors appeared to be attached to the mesh, but not the balloon. Once the procedure was complete, the surgeon pulled the balloon off, however, the connector remained in the mesh. At that point, the surgeon went back in and pulled the connector out of the mesh and removed it from the abdomen. The surgeon did not have to extend the incision to remove the connector. Event did not result in any adverse patient outcome. If this were to recur and the connector fall free it could result in surgical intervention to remove the connector. As a result, an MDR is being filed to document the event.

Manufacturer narrative:
The connector was disposed of by the facility at the time of the event. A review of the device history records for this production lot found no manufacturing discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the unit was manufactured with the assembly not fully connected. As a result, the manual assembly process and post assembly inspection method were reviewed to ensure that both are clearly defined. The current process is such that it will ensure detection should an assembly not be fully connected at the time of manufacture.